Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the trigger could not return to home position. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information requested: did the surgeon try to pull the trigger from the handle? ---the information was not provided from the hospital. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---the information was not provided from the hospital. How was the device removed? ---the information was not provided from the hospital. Was there any tissue damage? ---the information was not provided from the hospital.